Event description:
It was reported by the customer that they had air bubbles present in their infusion set tubing. During troubleshooting, customer stated there were not leaks in the reservoir and performed a fixed prime successfully. Issue was resolved with set change. Customer's blood glucose level was 108 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.